Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the pt. Pt clarified that there were no changes that lead to the issue, just suddenly, when they lay on their back, they would suddenly get continuous jolts from their waist to their toes. Pt can¿t recall any circumstances that lead to this, it just started. However, a manufacturer clinical specialist recalibrated their controller their controller and they have not experienced it since then. Excessive stimulation appears to have stopped with the recalibration of the controller. This issue has resolved. X-ray will be taken tomorrow (3/29), to determine lead placement.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller stated that for maybe 3 months when they're laying down in bed they get jolts of stimulation from their waist to their toes where they feel like they're being electrocuted. Caller stated they can turn on their side or if they put their head up it will resolve the sensation, but caller noted it seems to be getting worse. Caller added that they have lost a considerable amount of weight and wondered if that had anything to do with it. Caller stated that they mentioned it to their pain doctor, but it got brushed off and there is always something else to discuss when they see him because he manages the pain pump. Caller stated they have the jolting sensation when they're laying on their back, siting in the car, or if their husband is laying on top of them while having relations. Caller noted their nurse suggested they turn the stimulation off, but when they did that they couldn't get a good night's sleep without the stimulation. Agent recommended caller try turning the intensity down to see if they can find a level that's comfortable while laying down. Caller noted they have alzheimer's so things like that don't come to their mind. Caller added that when something happens like this they get really upset and can't think of what to do. Caller confirmed they know how to turn intensity down. Agent recommended wri ting down current settings to be able to go back to in the morning. Caller stated they will try turning the intensity down at night and follow up with their doctor if the issues persist. A response was received from patient regarding their complaint. Patient reports in clarifying the jolts of stimulation they get stating there were no device or therapy concerns, just when they lay on their back stimulation will start and will stop on it's own at a desired time. Patient states they will have to turn if off or change their position. Patient also reports there were no environmental factors that affected their device, device will just turn off/on on it's own. They met with a manufacturer representative who reset stimulation levels. Patient adds the only sure way of getting their device to stop is to turn it off. Issue has not been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.